Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. The root cause of grip cable dislodged proximal is attributed to a component failure. The instrument was found to have a loose grip cable at the idler pulley. The instrument was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire show damage which may indicate potential mishandling or misuse of the instrument; the grip cable is loose. The complaint regarding a broken cable was confirmed by failure analysis.